Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated the impedance trend on the svc defibrillation coil was rising. Svc reading 117 ohms the week of 10 march 2014. Svc trend slowly rising from 80 ohms up to 117 ohms.

Event description:
It was reported that the right ventricular (rv) lead exhibited a slow steady rise in superior vena cava (svc) impedance and now measured at high impedance values. The svc was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 383069 lead, implanted (B)(6) 2009; 5076-45 lead, implanted (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.